Event description:
It was reported that the patient had an inappropriate shock due to oversensing. Technical services reviewed the device electrograms. The sensing vector was set to the primary vector. There were tachycardia markers with rates between 200-300bpm despite the rhythm being narrow. The narrow complexes were falling into the device treatment zone, so a shock was given. Technical services discussed the electrograms with the caller. There were no additional adverse patient effects. The system remains implanted.